Event description:
The plaintiff's atty alleged that the pt experienced cardiopulmonary arrest and subsequently expired. This is alleged to have been caused by exposure to the prod administered during dialysis treatment.

Manufacturer narrative:
This is one of two device reports related to this event. A f/u report will be submitted upon receipt of any add'l info.